Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Follow-up narrative: this supplemental report is being submitted to provide additional event information, provide the date new information was received, and update the patient code. As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report as a follow-up to the original MDR submitted 10/12/2016. Additional information was received and it was reported that during a stress echo test, the settings were not restoring after software reload. This occurred between stress and rest. The default stress echo setting came back and the sonographer who is reported to be unfamiliar with the use of the system, abandoned the study and the original data was deleted. The sonographer restarted the system to continue with a new patient study. There was no patient or user injury reported. No additional information was provided. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. This emdr contains both the initial and fu#1.

Event description:
It was reported that while the user was using the vvi (velocity vector imaging) software on the ultrasound system, the system will read the peak longitudinal strain and in heart failure patients, the peak may read incorrectly. The user can manually set the margins on each beat analyzed to adjust the peak longitudinal strain value; however, this value does not hold for the bulls eye display or the values that can be exported to the report. The software always reverts back to the original value read by the software. No additional information was provided. We are in the process of collecting patient outcome information, but due to our commitment to the FDA, we are filing upon discovery of the potential adverse event before we have received patient outcome information. Unfortunately, due to the aware date, this information is not readily available and we are making every effort to obtain this information. Should we receive further information in regards to this event, we will file a follow-up report.

Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report as a follow-up to the original MDR submitted 10/12/2016. Additional information was received and it was reported that during a stress echo test; the settings were not restoring after software reload. This occurred between stress and rest. The default stress echo setting came back and the sonographer who is reported to be unfamiliar with the use of the system, abandoned the study and the original data was deleted. The sonographer restarted the system to continue with a new patient study. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), provide the date new information was received (see section g4), and update the patient code (see section h6).

Manufacturer narrative:
This supplemental report is being submitted because upon further review, it was determined that this medical device report (MDR) was filed in error. The reported complaint would not lead to patient harm because there is no industry standard for vvi and therefore would not be used as a sole criteria for a diagnosis.